Event description:
Additional information received reported that a patient had her implantable neurostimulator (ins) battery replaced on 2014-(B)(6). It was noted that the old one was dead and was replaced due to normal battery depletion.

Event description:
It was reported that the patient was not able to make adjustment both with or without antenna attached. The patient had not changed her programs in several weeks. The patient got patient programmer out today to use and batteries were dead. The patient replaced pt. Programmer batteries with new regular alkaline batteries. One problem is pt. Programmer keeps going off. Other problem is patient keeps getting poor communication screen. The patient was using antenna. Patient services had patient use pt. Programmer w/out antenna and patient was still seeing poor communication screen. The patient had not used pt. Programmer in several weeks, but today was first day the patient saw poor communication screen. The patient had not had any recent falls. The patient had not seen follow up hcp (healthcare provider) in a long time. Redirected caller to repair department. It was also reported that the 3037 programmer will not interrogate. It was later reported that the patient received a new programmer from repair on saturday but she was still unable to get her programmer to work, to communicate with her ins. The patient was not able to make adjustment both with or without antenna attached. The patient described telemetry failure information screen with and without the antenna. The patient had new alkaline batteries in the patient programmer. The patient was experiencing a loss of therapeutic effect. Starting a couple of weeks ago, the patient was "getting to the point where she does not get to the bathroom on time." The patient did not feel stimulation. Redirected caller to patient's hcp. Analysis on the patient programmer showed telemetry problem, complaint unverified. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3093-28, lot # v061729, implanted: (B)(6) 2007, product type lead. (B)(4).